Event description:
Per user report to competent authority: "since the implantation of the prosthesis, several extensions of the prosthesis have been carried out with the magnetic coil. On the days mentioned, the extension was unsuccessful and has not been possible at all since (B)(6) 2024."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation

Manufacturer narrative:
Upon further investigation of the event, it has been established that the legal manufacturer of the reported device is not stryker. The legal manufacturer of the device has been notified of the event and all future correspondence will be handled by them.

Event description:
Update: upon further investigation of the event, it has been established that the legal manufacturer of the reported device is not stryker. The legal manufacturer of the device has been notified of the event and all future correspondence will be handled by them.